Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experienced a low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 72 mg/dl at the time of the call. The customer treated the low with food. The customer was wearing the insulin pump during the incident. The customer used a third party's sensors. The customer alleged the insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Troubleshooting was completed but did not resolve the issue. The customer also reported receiving a motor error alarm and insulin flow blocked alarm yesterday. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No possible under or over delivery anomaly noted. No motor error alarms or excessive no delivery alarms were noted. The motor was tested outside the device and passed. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.